Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which successfully resolved the issue, and they were advised to continue using the pump and to contact support if any malfunction recurred.